Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection with sepsis. Additional information indicated that the physician attempted to explant the leads and the device but only the ra lead was taken out. The rv lead was plugged in the device since the patient was dependent. The next day, the physician tried to extract the rv lead again and ended up extracting by using the laser. A temporary lead was implanted afterwards. There were no additional adverse patient effects reported. The ra lead was explanted.